Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced difficulty charging the ipg. Later, the patient's ipg turned inoperable and patient lost stimulation. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced.

Manufacturer narrative:
The reported event for ipg inoperable was confirmed. The ipg would not communicate due to a depleted battery. The battery was recovered. The ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed autotest. It was unable to determine what cause the battery to deplete.